Event description:
It was reported the patient thinks they need to make a change. The patient shut off their device a couple of times due to an MRI. The device was turned back on, but the was not put back where they were according to their remote control. The patient had a urinary tract infection (uti). The patient had more urgency and went to their physician. The physician confirmed a uti and did a culture to double check. The patient was prescribed antibiotics. There is no follow up planned, but the patient said they planned to get retested to confirm the infection is gone. The patient was reminded with a uti the symptoms will kick up.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" and "urinary urgency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k)# p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient thinks they need to make a change. The patient shut off their device a couple of times due to an MRI. The device was turned back on, but the was not put back where they were according to their remote control. The patient had a urinary tract infection (uti). The patient had more urgency and went to their physician. The physician confirmed a uti and did a culture to double check. The patient was prescribed antibiotics. There is no follow up planned, but the patient said they planned to get retested to confirm the infection is gone. The patient was reminded with a uti the symptoms will kick up.